Event description:
It was reported that the pt had a revision to the pocket to reposition the neurostimulator due to some weight loss. It was noted that the device nearing end-of-life (eol) so it was replaced. The pt was reported as doing fine after the procedure.

Manufacturer narrative:
(B)(4).